Manufacturer narrative:
We have received the device for evaluation on 2020-05-11 from the (B)(6). According to our repair history records the device has not been returned for service before. During initial visual inspection two cracks on the upper plastic housing part were found. One of the cracks was attempted to repair with some glue. The initial functional test showed no problem. The device worked within the specification. A long term temperature cycling test (48h) in the heat chamber has also passed without failures. After opening of the housing for internal investigation, the battery contact springs were found permanently bent. They were about 2 mm shorter than specified. Some mechanical tests were done by shaking the device in hand when it was operating. The investigator was able to reproduce several times the situation that the battery lost contact to the terminal springs and the "low battery alarm" went off. The investigator believes that the loss of battery contact caused the incident. Probably several mechanical impacts caused by drop down or rough handling during the last 6 years of use have bent the battery spring terminals permanently additional to the visible damages of the housing and caused the intermittent battery contact problem. According to IFU it is required that the pacemaker has to be inspected for visual damages before each use and after any malfunction, incident, rough handling or mechanical shock. It should be returned for service and further investigation.

Event description:
The following have been reported: patient sits in the mobi chair, physiotherapist (B)(6) as well as hch dr. (B)(6) present in the room, not on the patient employed. Dr. (B)(6) leaves the room, at the same time the patient reports to hear a "beep". When the physiotherapist turns to the patient, the central monitor already gives an asystole alarm and the patient passes out for a short time. At the same time, employees came in. Ward doctor dr. (B)(6) determines that the pacemaker is turned off. This can be switched on immediately without any problems and takes over its normal operation. The battery level is about 75%, all sm cables are correctly attached. The patient attains without any further measures, even when lying back in bed without any impairments consciousness back. Note: used 9v block battery varta industrial type 6lr61.